Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and am unknown size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for an implant. During the procedure, device was not released in the body but when it was delivered it cobra headed so the device was taken out and a new 10mm amplatzer septal occluder was tried and the same thing happened. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The physician subsequently tried an 11 mm amplatzer septal occluder that was released without any issues. The patient is stable.